Event description:
It was reported that a buretrol solution set had a hole in the tubing. The issue was further described as, the set leaked near the connection to the saline solution. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured in june 2025. H11: the actual device was not available; however, the retained sample was evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing were performed; no leaks were identified. The reported condition was not verified on the retained sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.